Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was treated and had a back up plan. Troubleshooting was performed. The customer's recent glucose reading was over 200mg/dl. Ran a fixed prime test and the device barely delivered any insulin. Performed a high pressure test twice and the first time the test failed, but the second time the test passed. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.